Manufacturer narrative:
The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is not labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model drencor encor driver experienced failure to calibrate and unintended movement. Of this event, the device was not used on the patient. The patient¿s age, sex, and weight were not provided. The drencor encor driver was not returned for evaluation, limiting investigation.